Event description:
Country of complaint: (B)(6). The patient was never satisfied with the artificial hip joint and was revised on (B)(6) 2012. At the surgery, extreme metal wear was found. There was no obvious cause for the wear through impingement. The plasmacup size 48 was removed and replaced with a cemented socket.

Manufacturer narrative:
(B)(4). The manufacturing documentation for the plasmacup batch 51426344 has been checked. There are no indications for a manufacturing error. The surgery report lists the implanted components: (B)(4) plasmacup fixation screw, (B)(4) plasmacup sc size 48 mm, (B)(4) plasmacup pe-inlay 32 mm, (B)(4) bicontact hip prosthesis size 14 cement free 12/14, (B)(4) hip ball from a different manufacturer d 32 mm 12/14. The surgery report describes a metallosis but also that there was no obvious wear on the hip ball or pe inlay. The plasmacup (B)(4) was received for analysis. The black coloured bone ongrowth on the plasmacup was confirmed. There are various markings on the inside and outside of the component, which we assume was caused during explantation. The metallosis does not (at first glance) appear to originate from the plasmacup. The surgeon described a bloody-grey coloured synovialitis that had infiltrated the prosthesis and plasmacup boundaries; a lysis zone could be seen at the plasmacup boundary. We assume that the metal particles in the synovialitis have caused the discolouration of the bone on growth on the plasmacup. A possible cause for the metallosis is wear from the interface between the bicontact shaft and the hip ball. The merete hip ball was received for analysis. There are numerous interfaces between the involved components that could have contributed to the metallosis. The component that started wear process cannot be identified. There is a warning in the bicontact "instructions for use" only to use aesculap products. The aesculap bicontact is not certified for use with products from other manufacturers as were used in this case. Due to the fact that the surgeon has implanted a hip ball from a different manufacturer, the responsibility lies with him and not with aesculap. The cause in our opinion is a user error.